Manufacturer narrative:
The sequence of events has been updated from the initial report. Three different samples were obtained from the patient instead of 2 samples as originally stated. The correct sequence of events is: the initial hcg + b result from a sample obtained at 5:30 p.m. Was 10.000 iu/l with a data flag. The sample was repeated with a x20 dilution and the result was 92424 iu/l with a data flag. The sample from 5:30 p.m. Had slight hemolysis. A 2nd sample obtained at 9:00 p.m. And the hcg + b results were repeatedly 0.100 iu/l with a data flag. On (B)(6) 2021 a 3rd sample obtained at 7:00 a.m. And the hcg + b results were repeatedly 0.100 iu/l with a data flag. All 3 samples were tested for pth and vitamin d for troubleshooting purposes in an attempt to determine if there was a sample mix-up. Sample 1 had a pth result of 4 pg/ml and a vitamin d result of 56 nmol/l. Sample 2 had a pth result of 6 pg/ml and a vitamin d result of 95 nmol/l. Sample 3 had a pth result of 10 pg/ml and a vitamin d result of 76 nmol/l. Based on these results, the difference in results between the different samples is consistent with a sample mix-up at the customer site (sample 1 is from a different patient than samples 2 and 3). Sample 1 was hemolytic; samples 2 and 3 were not hemolytic. Calibration and qc were acceptable. Instrument performance test results were acceptable. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The customer stated the original sample had slight hemolysis. Preventive maintenance was last performed on 22-apr-2021 when measuring cells and pinch tubes were replaced. Instrument performance testing was also completed.

Event description:
The initial reporter complained of discrepant high results for 1 patient tested for elecsys hcg + b (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was >10,000 iu/l with a data flag. The sample was repeated with a x20 dilution and the result was 92424 iu/l with a data flag. These results were reported outside of the laboratory where the doctor thought the results were too high. A second sample was obtained and repeated twice with results of < 0.100 iu/l with a data flag. The second sample was run with a x10 dilution and the result was < 1.00 iu/l with a data flag. On (B)(6) 2021 both samples were repeated. The result from the original sample was >10,000 iu/l with data flag. The result from the 2nd sample was < 0.100 iu/l with a data flag. The hcg + b reagent lot number was 51653900 with an expiration date of 30-apr-2022.